Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred during bolus delivery. The customer's blood glucose (bg) level was 505mg/dl and a manual injection was administered to address the bg level. A system check was performed and the pump performed as intended. No damage was noted to the infusion set cannula. Reportedly, the customer wears the pump inside a spibelt which may cause abrupt temperature changes and uses the pump supplies past labeling. Tandem technical support recommended the customer to contact their healthcare provider for additional assistance.